Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly; the patient was unable to pump the device, and fluid loss was suspected. A surgical procedure was performed, during which fluid loss was confirmed in the reservoir tubing. The entire system was successfully replaced with new components. No patient complications were reported.